Manufacturer narrative:
A ge rep evaluated the system and repaired a bad connection. System operates as intended.

Event description:
Customer reported the system intermittently disconnects. No pt injury was reported.